Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 had issue with co2 ports not allowing gas to fill. The co2 ports on the device were not allowing co2 to flow into the tunnel. Prior to port being placed into patient, no alarms were sounded. Upon placement of port, insufflator alarmed ¿occlusion¿. Gas line was disconnected from port to clear alarm. Port was repositioned. Gas line reconnected. Alarm repeated. Harvester was aware that the one way valve has to be pressed all the way in, and they tried multiple times with no success. Per the photo provided by complainant, the affected area appears to be the btt co2 port. Customer states that solution has been to open accessory tray and utilizing the btt port of accessory tray extra and co2 is working. This did cause a delay in the case as harvesting dissection was not safe without insufflation, and waiting for accessory kit to be retrieved and opened. No patient harm was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 02/20/2024. An investigation was conducted on 02/22/2024. A visual inspection was conducted. Signs of clincial use and evidence of blood was observed. There were no visual defects observed on the intact btt. A mechanical evaluation was conducted. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure " infusion flow or problem" was not confirmed. The lot # 3000306609 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h10. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.